Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a pulmonary biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after successfully taking biopsies and withdrawing the device, it was noticed that a jaw was missing. An x-ray was performed to locate the missing jaw, however it was not seen in the patient, but subsequently the jaw was located within the patients' expectorated spit. No anomalies were noted during use of the device, and no difficulty or resistance was felt while removing the device from the scope. The procedure was completed with this radial edge single-use biopsy forceps device. Additionally an intended lavage was also performed during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a pulmonary biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after successfully taking biopsies and withdrawing the device, it was noticed that a jaw was missing. An x-ray was performed to locate the missing jaw, however it was not seen in the patient, but subsequently the jaw was located within the patients' expectorated spit. No anomalies were noted during use of the device, and no difficulty or resistance was felt while removing the device from the scope. The procedure was completed with this radial edge single-use biopsy forceps device. Additionally an intended lavage was also performed during the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device found that one jaw was broken. Functionally, the returned unit was not tested due to the sample return condition. The fractured component was sent for sem material analysis. The analysis concluded that the fractured surface presented characteristics consistent with arrested material during the solidification process (material cold flow). The condition of the returned incident device was consistent with the complaint that a jaw was broken. The most probable root cause is a supplier manufacture issue. The failure occurred due to material cold flow at the solidification process. (B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)